Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 260-283 mg/dl. Cause was not known. A correction bolus was delivered to address bg. Customer went to the emergency room (ER) for elevated bg. While in the emergency room, customer administered a bolus to address bg. Customer's blood glucose decreased to 171 mg/dl. Customer was released (B)(6) 2023. System check was performed by tandem technical support and the pump is functioning as intended.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.